Event description:
A customer called beckman coulter regarding a discrepant urine test result from a pt. The customer indicated that a pt had a urine sample tested with an icon 25 hcg test kit and the hcg result was negative (-). The urine sample used was not a morning void. The pt was sent to the hosp (on the same day) for a serum quantitative bhcg. The quantitative bhcg result was 337,000 miu/ml. There has been no change to pt treatment that can be attributed to this event.